Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.50 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system, I was noted that the stent was flared. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts at both ends flared, stretched and lifted from the stent profile. The struts at the proximal edge appear to be partially deployed. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings on the proximal cone appear to be slightly relaxed from their folded position however there are no signs of the device being subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple severe kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.50 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system, I was noted that the stent was flared. The procedure was completed with another of the same device. No patient complications were reported.